Event description:
The pt had the device implanted as part of hernia repair. While tightening sutures, all sutures pulled out along the edge. The device was repaired, the procedure was completed and the pt is doing fine. The surgeon determined that tension was a factor. There is no serious injury reported with this event, however, the procedure was prolonged and there is a risk of serious injury if the malfunction were to recur. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Method: review of the device history record. Review of the lifecell complaint system for any other complaints reported to lifecell against devices distributed from this lot; as of the date of the closure for this investigation, there were no previous complaints reported to lifecell against lot s10813. Results: review of the device history record revealed no deviations associated with the nature of this complaint. As of the date of the closure for this investigation, there were (B)(4) devices from lot s10813 distributed, including 60 devices that were reported as implanted. Conclusion: device failure indirectly contributed to the event. Event is reported due to risk of serious injury if malfunction were to recur. Internal investigation revealed that complaint related lots met qc release criteria including mechanical testing. As per physician statement, user technique contributed to the malfunction.